Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of nausea and excess urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter stated that the pump had no power. This complaint is being reported based on the allegation that the patient had a hyperglycemic event as a result of the pump not having power.